Event description:
Flexima drainage catheter attached to atrium chest tube. Catheter broke where blue tubing meets the white connector close to patient. "Medi-tech apd/10 flexima" printing still visible. Not harm to patient.